Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the ph, partial pressure of carbon dioxide (pco2) and oxygen (o2) were inaccurate periodically on the blood parameter monitor (bpm). The device was not changed out, as they continued to use the unit and compared the values to another blood gas monitor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The bpm was working fine before the phase one potting notice of field correction (nfc). Current software version 1.65.